Event description:
Customer called to inform baxter of a separation that occurred on this set. Set separated by the male luer lock adaptor during pt use. Pt was in recovery when separation occurred. Set was then reconnected. No pt injury has been reported at this time. No additional pt information is available at this time.